Event description:
The affiliate reported: it was reported that the insulation was loosening next to the connector causing the wires to be unprotected. This happened two times on two different patient during a period of two days. Pictures are available. Patient was in ICU in a critical condition before the need for reoperation, and was still in a critical condition after the reoperation. (During use on patient) describe the 'damage' or 'other' outcome: re-operation to replace the broken microsensor also see complaint (B)(4). (B)(4) 2014 additional information from that affiliate stated: I do not have any additional patient info. Both patients had to be revised. The first one was revised within 24 hrs after the event was discovered, the other was revised on (B)(4). One of the microsensor will be returned for investigation, the other one was ¿lost¿. (B)(4) 2014 it is unclear as to which devices were used in these cases. As a result, one device has been added to each complaint.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: pressure sensor and case are missing. Catheter material broken at connector. Internal catheter wires exposed with one wire broken. Received catheter material and wires taped to connector. No testing possible. Mfg. Date: 09/24/13. Based on above evaluation it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.